Event description:
Reporter states user developed a severe pressure sore on his back and exacerbated existing pressure sores that he had on his body.

Manufacturer narrative:
Device is unavailable to MFR for eval. No info as to what may have caused the pressure sores other than use of chair at time user rec'd chair and prior to receiving chair. Not enough info from attorney to evaluate existing product in house.